Event description:
International affiliate reports that during a c3/4 anterior cervical disc and fusion (acdf) procedure and c5 and 6 corpectomy, the tip of the screwdriver broke off from the instrument during screw tightening. The broken tip was retrieved from that patient and other drivers were used to complete the case. There were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.